Manufacturer narrative:
This alleged incident occured with a component of finished device that is not associated with a specific device. Therefore, "model", "serial", "device manufacture date" and "510(k)" are not applicable. The component has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges placing battery box on workbench and flipping it over when the battery box exploded. Claims pieces were thrown a few feet away as well as hitting him in the face and mouth, cracking his front teeth.

Manufacturer narrative:
This alleged incident occurred with a component of finished device that is not associated with a specific device. Therefore, "model", "serial", "device manufacture date" and "510(k)" are not applicable. The battery box was returned for evaluation. The evaluation concluded that there was a failure to follow the battery installation instructions as well as product modification.

Event description:
Alleges placing battery box on workbench and flipping it over when the battery box exploded. Claims pieces were thrown a few feet away as well as hitting him in the face and mouth, cracking his front teeth.